Manufacturer narrative:
The attachment has yet to be received by the MFR. A follow up report will be filed once the product eval has been completed.

Event description:
It was reported that during a craniotomy of the brain procedure, the router stopped moving. Although backup equipment was available there was a 1 hour delay in the procedure. The surgery was completed and the pt was not adversely affected by the delay. There was no pt or user injury reported, and no adverse consequences alleged with this event.